Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) regarding peritonitis in a (B)(6) male homechoice peritoneal dialysis (pd) patient. On (B)(6) 2010, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2010, the patient began remedial therapy with vancomycin and amikacin intraperitoneally. Pd therapy was ongoing. The peritonitis was resolving. The reporter believed the peritonitis was not related to pd therapy.

Manufacturer narrative:
(B)(4).the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patient discarded supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.